Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. Performed kvp and battery cap tests. All results were found to be within MFR. Specifications. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the 9400 system kv was out of tolerance at the 70kv point. There was no report of patient injury.